Event description:
In 2013 I received cryoablation for a fibroadenoma in my left breast. The procedure was done at (B)(6) medical center . Exactly 2 years later I developed scar tissue that required outpatient surgery. Although the surgeon was not sure that the cryoablation was the cause of the scar tissue it was obviously suspicious as it only occurred in the treated breast.